Event description:
It was reported that the customer experienced low blood glucose levels and had a seizure on (B)(6) 2015. Customer delivered a glucagon shot to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.